Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event. The reporter stated that the patient had a blood glucose as low as 14 mg/dl with symptoms of loss of consciousness. The patient was treated by paramedics with a fluid delivered intravenously. The patient refused to go to the hospital. The reporter stated that the patient was reusing cartridges, and had primed while attached. The patient was also fasting at the time of the event and had been on a liquid diet as preparation for surgery. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of use error of the cartridges.